Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was returned in vial, in liquid. Visual inspection found haptic torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that while pushing a cq2015a, +22.0 diopter, intraocular lens "into the cartridge into barrel, the trailing haptic was not attached" and the lens was taken "back to the table." No patient contact. Per the reporter a "new lens, cartridge, and injector" was used during the initial surgery on (B)(6) 2019 to resolve the problem. "

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens vial. Visual inspection found the haptic torn. (B)(4).